Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling for the reported events of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm ultra xc where the needle disengaged with about 0.75ml of the product landing on the patient's face and neck. The needle was attached to the syringe, the syringe was primed and injected into the patient's lips. Patient is fine and there was no injury.